Event description:
The facility's tech reported an infusion pump with fail code 812:02. The hosp rep stated they have no record of any pt incident involving this pump since the last baxter service event.